Manufacturer narrative:
Please note the corrections to d4 catalog number and d4 lot number. Due to this correction, the original reporting decision was incorrect and MFR report # should be disregarded.

Event description:
As reported: "version rod broke off in hole of revive inserter handle.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "version rod broke off in hole of revive inserter handle."